Event description:
Blood glocuse results of 147 and 107 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.